Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the inner was broken at the bicomponent bond with a small fraction of the distal inner remaining on the proximal inner. The break appeared mostly or entirely brittle as opposed to ductile. There was a gap of 12mm between the broken sections. The outer was slightly kinked at either side of the inner gap. No other damage was noted to the outer lumen. The stent was damaged at the center and the proximal side. The stent had slightly been expanded due to the damage on the inner inside the balloon. The proximal markerband had moved distally. The distance between the markerbands was 11mm. A product mandrel was advanced from the guidewire exchange port through the proximal inner with no issues noted, however the mandrel could not pass through the entire distal inner. The mandrel was then advanced through the tip and could only be inserted 13mm before meeting significant resistance. The stent was deployed at 6 atm to allow for analysis of the balloon and distal inner. The distal inner was accordioned and stretched at various locations inside the balloon. The markerband did not appear to have moved on the inner, but rather to have been pulled inside the balloon due to the accordioning of the more distal section of the inner. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable upon analysis completed on (B)(4) 2014. It was reported that there was difficulty tracking over the wire. The physician began to advance a 20x3.00mm promus premier stent delivery system (sds) over a guidewire. After 2-3cm the sds was unable to advance further and was successfully removed. The procedure was completed with the same guide wire and a non-bsc stent. No patient complications were reported and the patient's status is stable. Examination of the complaint device revealed stent damage.